Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the customer performed a pump reset and declined further follow up from tandem technical support. There was no adverse impact to the customer's blood glucose level due to the reported issue.